Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. A photo was also provided before the physical product was received to support the product investigation. The photo depicted the electrode distal tip with the metal cap detached from the ceramic portion of the distal tip. From this, it appeared that the device has broken in 2 pieces. The physical complaint device was observed and it was confirmed that the metal cap on the distal tip of the device was separated from the ceramic portion of the device, although still attached via the active wiring. Therefore, the device was not actually broken in 2 or more pieces. However, the complaint alleging that the cap fell down can be confirmed since it was found to have separated from the ceramic portion of the device. It was also observed that the shaft of the device was deformed. The device was sent to the manufacturer for further evaluation into the failures observed. The manufacturer's investigation revealed that there was evidence of glue present within the return cap and around the edges of the component. Some glue was still found within the cavities of the distal ceramic and was present on the return wire still attaching the cap to the ceramic. Given that the shaft of the device was deformed compared to the intended position and the metal cap and ceramic portion of the distal tip still showed glue being present, it is possible that the surgeon used excessive leverage force against bone inside the joint space therefore causing the shaft to deform and the metal cap to be separated from the ceramic portion. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on 02/27/2019 , from the affiliate clarifying the alert date of the complaint as 02/13/2019. The affiliate also reported that the medical device was no re-used or reprocessed and the device was connected to suction of the fms pump.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during a shoulder acromioplasty the "return electrode of a vapr tripolar electrode fell down". The affiliate reported that it could be retrieved. The procedure was completed with a second device with a 5 minute time delay to the case. Fragments were generated but removed. The affiliate reported that there was no patient harm.